Event description:
Customer reportedly obtained results of 361mg/dl, 152mg/dl, 300mg/dl, 158mg/dl, 197mg/dl, 283mg/dl, 183mg/dl, and 204mg/dl on the advantage system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.